Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative regarding an implantable neurostimulator (ins). The reason for the call was the caller stated that patient had a fall about 2 weeks ago and the device stopped covering their pain. The caller had to reprogram around open circuits of 2, 13, and 14 (the patient has been using 13-14-15 for stim). The program that worked the best for the patient was used on programs 13 and 14. The caller was going to try to work around those two leads but wanted to know how long they could try to get it to work if they couldn't get it working. Rep reported that the issue has not been resolved. The reprogram around the open circuits did not provide coverage for the patient's pain pattern. The hcp was going to submit a request for battery replacement and potential lead revision. It was unclear from my diagnostic whether the open circuits were at the battery attachment, extension attachment, or the paddle lead.